Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined drawer 6 rows c and d were not on bus. A field service engineer reseated row board cable at control board to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawers failed and device not deteced on bus. The customer mentioned that there was a delay in patient care. There were no adverse events or injuries reported based on this event.